Event description:
It was reported that when the health care professional did a direct posterior/anterior on the patient¿s abdomen, and the pump was found flipped. The access port was heading left counterclockwise. The patient did not have any symptoms. The patient outcome was noted as ¿doing fine.¿ the pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter, product ID: 8590-1, lot# n324832, implanted: (B)(6) 2012, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).